Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors, if the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that when the stent was implanted at the lesion, the voyager nc balloon catheter was used for post-dilatation. However, the balloon had ruptured between 10 and 11 atms during the first inflation. Another voyager nc was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.